Event description:
The customer reported that their transmitter is dropping its spo2 signal repeatedly. No harm or injury was reported. They customer sent this unit in for a repair.

Manufacturer narrative:
The customer reported that their transmitter is dropping its spo2 signal repeatedly. No harm or injury was reported. The customer sent this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 11/25/2021, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 12/02/2021, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 12/09/2021, emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the transmitter was repeatedly dropping spo2 readings. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the transmitter was repeatedly dropping spo2 readings. The customer sent this unit in for a repair. No patient harm or injury was reported. Investigation summary: this issue would be easily detectible by clinicians who could then assess the patient's condition and prepare alternate monitoring methods is necessary. The device was sent into nihon kohden repair center (nk rc) and the reported issue was duplicated. The root cause for incorrect values is related to physical damage to the unit. The device was exchanged to resolve the issue. Physical damage can occur as a result of mishandling as the zm-531pa is a mobile unit meant to be worn by patients. Physical damage can be to both the external and internal components, affecting the functionality of the device. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative